Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted tones after 5.16 years of service. The patient had been told at his previous interrogation that 50% of the battery remained. Technical services (ts) recommended following up with the patient's primary physician to have the device evaluated. The patient did not report any symptoms.